Manufacturer narrative:
This report contains a correction to section b adverse event/product problem field b2: outcomes attrib to adv event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the facility will continue to monitor. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the facility will continue to monitor. This ICD remains in service. No adverse patient effects were reported. Additional information was received, the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to section b adverse event/product problem field b2: outcomes attrib to adv event

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the facility will continue to monitor. This ICD remains in service. No adverse patient effects were reported.